Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, d4, g2, h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported implant exchange with no complaint against the device. The device remains implanted.